Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation most likely underlying root cause: mlc-101-user used the wrong strip test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is unknown. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the car. The test strip lot manufacturer's expiration date is 07/16/2020 and open vial date is 2/1/2019. Customer is using the wrong test strips for the glucose meter. The meter memory was reviewed for previous test result history: 27mg/dl, 2/12/dl, 1043a fasting; 25mg/dl, 2/12, 9:23a, fasting; 22mg/dl, 2/11, 9:22a, fasting; 22mg/dl, 2/11,829p, fasting; 22mg/dl, 2/11, 802p, fasting. Customer did not have any symptoms. Son does not know expected range.customer tested with true result meter and true metrix test strips. Customer testing and got a reading of 25mg/dl and immediately started consuming foods to increase blood sugar. Customer did not have symptoms at the time. Customer went to the hospital a hour later and tested with the facility meters and got a reading of 160mg/dl non fasting. There were no changes given by the physicians. No treatment received.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-101-user used the wrong strip. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is unknown. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the car. The test strip lot manufacturer's expiration date is 07/16/2020 and open vial date is (B)(6) 2019. Customer is using the wrong test strips for the glucose meter. The meter memory was reviewed for previous test result history: (B)(6). Customer did not have any symptoms. Son does not know expected range. Customer tested with true result meter and true metrix test strips. Customer testing and got a reading of 25mg/dl and immediately started consuming foods to increase blood sugar. Customer did not have symptoms at the time. Customer went to the hospital a hour later and tested with the facility meters and got a reading of 160mg/dl non fasting. There were no changes given by the physicians. No treatment received.